Event description:
It was reported that the customer received a motor error alarm during normal use. The caller stated that the insulin pump was worn during a cat scan prior to alarming. Troubleshooting was performed, and the insulin pump passed the displacement test. The caller also reported that the customer was hospitalized due to a stroke, and has been experiencing higher than normal blood glucose levels due to the medication. The caller stated that the customer was being treated for the blood glucose reading of 277 mg/dl. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded motor home switch. No other alarms were noted. The insulin pump had moisture damage on the electronic assembly. Unable to perform the displacement, basic occlusion, occlusion, prime or excessive no delivery tests due to the motor error alarms.